Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. The patient also said that an m31 air detected in cassette alarm had occurred during drain 1 of 6. It is unknown if the patient was able to complete their treatment. Fluid was seen on the inside of the cycler, in the pump module area. The patient told ts that the film on the back of the cassette was not loose. No additional information regarding the fluid leak event could be provided upon follow-up with the patient¿s pd registered nurse (pdrn). The pdrn was not aware of the fluid leak, and there were no notes in the patient¿s chart regarding the incident. Since the fluid leak event, the patient was seen in the clinic for a regular check-up, and by all accounts everything was going smoothly. The patient had not developed any symptoms, experienced any adverse effects or injuries, and there was no medical intervention required as a result of the event. The patient was said to be completing pd therapy using a liberty select cycler. It was also confirmed that the patient was trained to perform continuous ambulatory pd (capd) therapy, as well as stat drains if necessary. Multiple attempts were made to reach the patient, and they were unsuccessful. The cycler set is not expected to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. The patient also said that an m31 air detected in cassette alarm had occurred during drain 1 of 6. It is unknown if the patient was able to complete their treatment. Fluid was seen on the inside of the cycler, in the pump module area. The patient told ts that the film on the back of the cassette was not loose. No additional information regarding the fluid leak event could be provided upon follow-up with the patient¿s pd registered nurse (pdrn). The pdrn was not aware of the fluid leak, and there were no notes in the patient¿s chart regarding the incident. Since the fluid leak event, the patient was seen in the clinic for a regular check-up, and by all accounts everything was going smoothly. The patient had not developed any symptoms, experienced any adverse effects or injuries, and there was no medical intervention required as a result of the event. The patient was said to be completing pd therapy using a liberty select cycler. It was also confirmed that the patient was trained to perform continuous ambulatory pd (capd) therapy, as well as stat drains if necessary. Multiple attempts were made to reach the patient, and they were unsuccessful. The cycler set is not expected to be returned for evaluation.